Event description:
PICC line was being removed when it "snapped". Attempt to remove retained PICC at bedside was unsuccessful. Patient was taken to the operating room in 2002 and retained PICC removed. Patient discharged 2 days later with no further problems noted.